Event description:
Healthcare professional reported that the pt's second band had a "leaking tube at the connecting site (fractured tubing found at op date)".

Manufacturer narrative:
(B)(4). The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the previous explant date and the current event date provided by the reporter, the connector type is either a taper ii or rapidport ez strain relief. The reporter discarded the device when it was explanted and it is no longer available for return. Therefore allergan will not receive it and no analysis or testing will be done. No add'l info has been reported to allergan regarding the serial number or model number. See related medwatch report #2024601-2013-00614. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."